Event description:
It was reported to philips that the system was automatically shutting down. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that system automatically shutting down. Upon troubleshooting, the philips remote service engineer (rse) found that the rcd was tripping intermittently and requested onsite support. The philips field service engineer (fse) went onsite and discovered a loose phase connection in the distribution board (db). To resolve the issue, fse reconnected the mccb input and output cables in the db (distribution board). After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.